Event description:
A site doctor reported that, in the middle of an ear, nose & throat (ent) procedure, the image tracker/patient tracker stopped working. The surgeon had to select a different patient and shut-down the navigation system completely. A navigation system re-boot restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not provided from the site. A site representative clarified that the incident occurred during a functional endoscopic sinus surgery (fess) procedure. When the system became unresponsive, the mouse and all icons would not move. The system required a complete reset to return to functionality at which point there had been a 42 minute delay in the procedure and the surgeon decided that the risks of remaining under anesthesia to get the system set back up outweighed the benefits of the balloon dilation procedure that he intended to perform resulting in the cancellation of intended procedure (balloon dilation). The incident occurred prior to patient incision. The site was offered service to their navigation equipment, but declined all services. After a reboot the medtronic rep reported that the system has worked fine for the last several weeks. There were no further issues reported on this system.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. (B)(4).

Manufacturer narrative:
Patient information was not made available from the site. No parts have been received by manufacturer for analysis.